Event description:
It was reported that the catheter clogged with use.

Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿poor or no drainage through the eye¿ with a potential root cause of ¿blocked eye or inner diameter of drainage eye small enough to allow for occlusion during use¿. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿do no withdraw ureteral catheter while it is deflected in endoscopy. It is possible that the catheter may dissect or fracture" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter clogged with use.